Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the portex kit was used with an ambulatory disposable pump connected to it. The customer checked the remaining amount of medical fluid using a spring balance at a certain time interval. However, it was noted that the medical fluid was not infused as expected. The volume administered did not decrease as expected. There was no patient injury.